Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2011. Subsequently, the patient was revised on (B)(6) 2011, due to presence of a loose particle of cement. The tibial bearing was revised from size 12mm thick to a size 10mm thick.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. The bone cement used in the procedure was not biomet manufactured. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number eleven states, "wear or deformation of the articulating surfaces".